Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report a hospitalization due to high blood glucose levels. The customer's blood glucose level was 700 mg/dl at the time of incident, but was 110 mg/dl at the time of call. The customer's symptoms included sleepiness, nausea, thirst, and vomiting. The customer was wearing the insulin pump at the time of admission. The cause per the healthcare provider was diabetic ketoacidosis. The customer was treated with fluids and insulin. The caller also reported motor error alarms. The customer's device was replaced but not returned.